Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an itchy, scratched skin irritation under the back therapy pads of the lifevest equipment. The patient reported an allergy to nickel. The patient's physician prescribed a cream and the patient's nurse put plaster over the skin irritation. Outcome of the irritation is unknown.